Event description:
Received medwatch from FDA. The medwatch was sent in by the physician. It stated that a pt was received into the ER for ketones in her urine and for hyperglycemia. The evening before the pt was admitted to the hospital her blood glucose was 99 mg/dl. She went to bed with a blood glucose of 199 mg/dl. She went to bed with a blood glucose of 199 mg/dl. She woke up in the middle of the night and her blood glucose was in the 200 mg/dl range. She administered a bolus of 2-3 units of insulin. For the next hour, she reported urinating frequently. She also reported that she was giving herself boluses of 1/2 units of insulin at a time. In the morning, she checked her urine for ketones and it was positive. She was admitted to the emergency room where she received a bolus of 3 units of insulin. The physician determined that her infusion set tubing was "bad". The infusion set tubing was replaced along with the competitor pump. Product not returned for evaluation. She received an IV with fluids and was observed. She also received nph insulin by injections (4-5 units). She was released from the hospital. The physician reported that a follow up call was placed to the pt and she was reported to be doing better. Pt info was blacked out so unable to reach pt; therefore, no request for product to be returned.